Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller said the patient was in the hospital (not related to the device/therapy) and encountered a power on reset (por) message after finally getting the authorization from the healthcare provider (hcp) to turn therapy back on. The caller did not mention specific tests that the patient underwent. As a result of what was reported, they were redirected to their hcp and to page a local manufacture representative (rep) as needed. No patient symptoms were reported and no further complications have been reported as a result of this event.